Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient had impedances above 20,000 ohms in (B)(6) 2016. A fall was noted to be related to the issue; the details of the fall are unknown. A revision was scheduled. The manufacturing representative noted that they could not read the patient¿s implantable neurostimulator (ins), as the patient had stopped recharging their device around (B)(6) due to the impedance issue. No patient symptoms were reported. The patient was implanted for other chronic/intract pain (trunk/limbs) and spinal pain.

Event description:
Additional information was received from a manufacturer representative on 2017-03-15 reporting that they had talked with the patient. The patient was doing well with their new stimulation. No further complications were reported. No further information was available at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that they spoke with the patient over the phone and per the patient they were doing well with their stimulator. It was also reported that the patient had seen the health care professional (hcp) for the post-operative checks. The manufacturer representative was told that everything looked great. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.